Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1v2ye, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 27-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and consumer regarding a patient who had implantable neurostimulator. It was reported by manufacturer representative (rep) that patient was implanted the day of the report and they got high impedances (>4000ohms) on pairs 1 & 2 and 1 & 3. They've done troubleshooting and stated that they wiped the lead, retested with higher pw and amplitude but impedances did not come down. Rep mentioned that while they were running impedances they saw motor response during the test. Rep also stated that when they were testing with the j-hook; they got good response on all electrodes. Rep did further state that after the case, the patient was programmed without using the problem electrodes. Patient had a post-op follow up in two weeks and healthcare professional (hcp) would restest impedances then. More information was received from friend/family member reporting that patient was on program 4 at 0.0v and stim was on but they couldn't increase the stim. When patient increased stim, it would say they were at the upper limit. Assistance was given over the phone. Patient was switched to program 1 and they were able to increase. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacture representative. They reported that they were still awaiting a response from the hcp on impedance test results from follow up. The cause of the high impedance was not known. They did not do anything beyond wiping lead and increasing pulse width and amplitude. Patient weight was unknown at the time. The cause of the upper limit was unknown. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacture representative. They reported that impedances were actually not checked at follow up. No further complications were reported or anticipated.